Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microfine¿ insulin syringe has foreign matter in the syringe, resulting in a discoloration in the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd microfine¿ insulin syringe has foreign matter in the syringe, resulting in a discoloration in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (50) loose 1/2cc, 12.7mm syringes. Customer states that there is discoloration in the syringe. All returned syringes were examined and all exhibited dark material on the surface of the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely scale print ink. A review of the device history record was completed for batch# 7009736. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 7261501. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200708647, 200708645] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes include damage to the pad. Pad heat set incorrectly. Print head timing out of adjustment. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.